Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. The patient's nurse reported that the patient had a slight rash under her left breast. The nurse reported that she was going to have a cream prescribed for the patient. The final medical outcome of the irritation is unknown.